Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had a blank display and insulin pump error. The customer¿s blood glucose level was unknown at the time of the incident. Customer reports they were unable to clear the alarm. The customer was assisted with troubleshooting and display did not return. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan . The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device was received with pump error 35 alarm and critical pump error (open book image) alarm during testing due to moisture damage on electronic assembly. No blank display noted during testing.